Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states patient was revised to address dislocation. The liner had disassociated from the cup due to a screw not being fully seated at time of primary surgery. Poly wear was also reported, and ards were sheared off. Doi: (B)(6) 2011. Dor: (B)(6) 2012 (right hip). The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event without device examination. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
As previously reported a complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. The bone screw associated with this report was still not returned for examination. The investigation could not draw any conclusions regarding the reported event. Surgeon use of the screw / technique may have been a factor in the screw remaining proud within the cup. Based on the inability to conclusively determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address dislocation. The liner had disassociated from the cup due to a screw not being fully seated at time of primary surgery. Poly wear was also reported, and ards were sheared off.